Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - australia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00197. Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The cutter could not be fully repaired and was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during investigation that the device failed the cut test. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.